Manufacturer narrative:
UDI will be provided in the follow-up report after an internal verification.

Event description:
Hamilton medical ag received the following event description: " devoce was on patient 9421, flashed on screen, they bagged the patient and then the machine while on side went dark screen then won't turn on. "